Event description:
It was reported that an increase in capture threshold was observed over time. The lead was explanted and replaced. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. Internal insulation abrasion was noted at 14.8-15.0cm and 29.2-30.1cm from the distal tip. The etfe coating was intact at these locations.